Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power cables and power cable disconnect alarms was confirmed. A review of the log files spanned approximately 2 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 at 12:24, 14:09, 14:19, 14:20, 14:43, and (B)(6) 2021 at 07:08, while connected to batteries and the power module, the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and remained active through the rest of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The returned system controller, serial number (B)(6) , was functionally tested and found to have higher than specification resistances in the cable wires. The controller returned with cuts in both power cables and damaged strain reliefs. The cable jacket and shielding were stripped back revealing no damage to the underlying wires. No alarms were produced when the cables were manipulated. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this analysis. During the investigation there was an incidental finding of wire fatigue. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a routine follow-up visit, damage of the insulation of the power cables on the controller were seen. It was noted that the patient did not report any abnormal alarms, but there were unusual advisory alarms related to power cable disconnections and low voltage in the log files. The controller was exchanged. No additional information was provided.